Event description:
It was reported to philips that the system gave an alert indicating acquisition was not possible. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that acquisition was not possible alert. Upon troubleshooting, fse found an image disk problem. Fse reviewed the logfile and found the image disk was defective. To resolve the issue, customer replaced the x-ray pc. The defective x-ray pc was returned to philips for failure analysis and the cause of the failure was found to be hdd bay. After replacement of the x-ray pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.